Manufacturer narrative:
G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for kyphoplasty procedure. Preoperative diagnosis: primary osteoporosis level implanted: 2nd lumbar vertebra fracture: compression fracture it was reported that during expansion, the balloon has ruptured. During inflation of the left balloon (the amount of contrast agent was 3.5 cc or more and the pressure was not high around 200) the pressure suddenly decreased to 0 and it was confirmed that the balloon had damaged inside the vertebral body. Subsequently, it was immediately removed from the vertebral body and the contrast agent was cleaned with saline so that it did not move to the fluoroscopy image. There was a delay less than 60 minutes in the overall procedure time. Less than 60 minutes. There were no patient symptoms reported. There were no further complications reported regarding the event.